Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with failure code 27 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be slide clamp sensor - inoperative/defective. Safety/slide clamp contacts were cleaned and re-soldered to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 27; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.